Event description:
It was reported that during use the cath-gard sleeve was found separated from the hub and the cath-gard was found ruptured. A new kit was opened and used without issue. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.